Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, absence of telemetry and output was observed on (B)(6) 2012. The ICD device was replaced with a crt-p device. Reportedly, no therapy was delivered since implantation.